Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure type: oophorectomy. According to the reporter: the tip broke off in the skin (fascia). Surgeon was able to remove it and a new device was opened to complete the case. There was no report of unanticipated blood/tissue loss, or extended o.r. Time. No pt injury was reported.